Event description:
A surgeon reported noting glistenings with no decrease in visual acuity two weeks following intraocular lens implant (iol) surgery. There are two medical device reports associated with this event. This report is for the first pt.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There were no other complaints reported for this lot. The product investigation could not identify a root cause. (B)(4).